Event description:
Noise seen on rv lead and farfield signal leading to several vf detections aborted without shock. One recording shows atp delivered. Patient was checked in office (B)(6) 2022 and all was normal at this time. Periodic iegm appears normal from (B)(6) 2022. Vf detections began (B)(6) 2022. (B)(6) 2022 home monitoring alert for shock impedance out of range greater than 3000 ohms. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
Noise seen on rv lead and farfield signal leading to several vf detections aborted without shock. One recording shows atp delivered. Patient was checked in office (B)(6) 2022 and all was normal at this time. Periodic iegm appears normal from (B)(6) 2022. Vf detections began (B)(6) 2022. (B)(6) 2022 home monitoring alert for shock impedance out of range greater than 3000 ohms. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.